Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that there was lead distortion during testing. The anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead distortion was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found that the helix was bent/offset, consistent with procedural damage. The cause of the reported event was due to the bent/offset helix, consistent with procedural damage.